Manufacturer narrative:
The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua(B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). The customer's cobas liat analyzer was returned for evaluation. Upon inspection of the returned analyzer, a hardware defect was confirmed the silicon lip on clamp (c7) is damaged and started to detach from the clamp body). Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. Corrected sections d and g based on FDA feedback received on 17-jun ((B)(6)). Corrected d8 and h5 relating to single use device (from no to yes) (B)(4).

Event description:
A customer in the us reported the generation of discrepant sars-cov-2 and flu b results for a patient sample tested on the cobas liat analyzer. During initial testing, the sample generated positive results for sars-cov-2 and flu b. The same sample was retested on a different cobas liat analyzer, and negative sars-cov-2 and flu b results were generated. It was noted that the corrected result was reported out. No harm or injury was indicated. The customer's cobas liat analyzer was requested back for evaluation. The investigation is on-going.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)